Event description:
It was reported that the patient was experiencing double-vision and vertigo following their implant surgery. Patient was advised to turn therapy off and monitor if vertigo returns. Therapy was turned back on with no symptoms.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153995. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.